Manufacturer narrative:
The reported complaint of the thermogard xp ivtm console displayed mid:01 (post watchdog) error message was confirmed based on the event log and during the functional testing. The root cause for the reported complaint was due to the defective I/o pc board. No physical damage was noted during visual inspection. A review of the event log was performed, and found error message mid:01, thus, confirming the customer reported complaint. Upon I/o pc board replacement, the console will be further tested to full specification. Historical complaints were reviewed, and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, during device setup for the demonstration, the thermogard console (sn tgxp12914) displayed intermittently a mid:01 (post watchdog) error message. The console was placed in the standby mode, and after reboot, displayed a mid:01 error. The power cable was reconnected, and the console was rebooted three times, however, the error displayed after every start. Half an hour later, the console successfully powers on after the following reboot, and the console demonstration was completed. Following this, the console was moved to another room, and upon powering on, displayed the mid:01 error again. The power cable was reconnected to the outlet ,and after the console was powered on, it started without any issues. No patient involvement. During the investigation on 08-26-2020, the mid:01 error was duplicated due to the defective I/o pc board.

Manufacturer narrative:
The reported complaint of the thermogard xp ivtm console displayed mid: 01 (post watchdog) error message was confirmed based on the event log and during the functional testing. The mid:01error message was showing intermittently. Most likely the root cause of the mid:01 is the variation in the tolerance of the component on the I/o printed circuit board interacting with the power supply under certain conditions. No physical damage was noted during visual inspection. A review of the event log was performed and found error message mid:01; thus, confirming the customer reported complaint. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(6).

Manufacturer narrative:
The reported complaint of the thermogard xp ivtm console displayed mid:01 (post watchdog) error message was confirmed based on the event log and during the functional testing. Most likely the root cause of the mid:01 is the variation in the tolerance of the component on the I/o printed circuit board interacting with the power supply under certain conditions. The components on the I/o printed circuit board were replaced to handle the tolerance variations. After I/o pc board replacement, the console passed all functional tests without any fault or error.